Event description:
Reporter called and stated he fell and broke his hip two years ago, and a pin was inserted. Recently, he started experiencing pain and swelling in the hip. On (B)(6) 2014, he had a hip replacement done, but he feels more pain now, before the replacement. He can't sleep or walk because of the pain. He went back to see his doctor and was told to give it time to heal.